Event description:
Title: endopathe did not release. This pt wa undergoing a laparoscopic excision of a peritoneal inclusion cyst. When the physician squeezed the handle to staple, the handle would not release and the cutter remained clamped, with some difficulty he was able to pry it open. There was no harm to the pt. This device is a single use device. The site reporter states ther were no unusual circumstances surrounding the use of the device. The site reporter also mentioned the facility has noticed the disposable staple devices of varying brands have been having problems such as the problem described above. The facility is continuing to keep track of these instrances. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.